Event description:
The device was being used to treat a pt. Reportedly, the device did not auto analyze when connected to a pt. The paramedic allegedly observed an led blinking between the power and shock buttons on the device's control panel. The paramedic reportedly pressed the panel where the led was blinking and the device analyzed the pt's ECG rhythm. There was no adverse effect to the pt as a result of the reported malfunction.